Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the buttons were unresponsive and the patient was unable to scroll pass the verify screen. The patient reported that the keypad was undamaged and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 04/08/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The keypad buttons and the bolus button were all unresponsive. Removal of the keypad cover did not find contamination under any of the button contacts. The pump casing was opened to further investigate and it was observed that the keypad wire connectors were not fully inserted and closed.